Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor quick connect cable, the image was intermittent. A delay in the procedure of indeterminant duration occurred as a backup gvm monitor was obtained.

Manufacturer narrative:
A replacement glidescope video monitor (gvm) quickconnect cable was provided to the customer and the gvm quickconnect cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned gvm quickconnect cable and confirmed the "no image" issue. The technical service representative attributed the image issue to cable failure. Since the customer had already received a replacement glidescope video monitor quickconnect cable, the returned gvm quickconnect cable was scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends.